Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedances. The impedances have been out of range since the device implant and were noted to have increased at a recent follow-up. All other parameters were stable and the physician has elected to continue monitoring the system. This right ventricular (rv) lead remains in service. No adverse patient effects were reported.